Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was bilateral inguinal hernias and small-bowel obstruction secondary to incarcerated right inguinal hernia. The procedure performed was laparoscopic bilateral inguinal hernia repairs. The patient experienced surgical revision, and small bowel obstruction.